Event description:
It was reported that during a surgical procedure, the side of the blade cut the technician's finger. It was also reported that there was no harm to the pt. A post exposure blood test was performed on the technician. It was confirmed there was no cross contamination to the pt. It was further reported that no add'l treatment was required, and a back up blade was readily available to complete the procedure.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was evaluated visually and was found to conform to visual inspection criteria. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.